Event description:
Allegedly, the beak came off into the patient during a turp procedure. The doctor made many attempts to retrieve beak through the urethra before making a supra pubic incision and removing with a grasper. The doctor believes there may have been some trauma to the urethra due to his removal attempts. Retrieval efforts added 2 hours to the procedure which was completed.

Manufacturer narrative:
The whole beak has come off the sheath. Upon examination, we noted that the instrument had been 3rd party repaired; the hospital confirmed that they used 3rd party repair. No entity other than karl storz is authorized to repair these instruments.